Event description:
The explanted generator and lead have been returned to the manufacturer, however analysis is not yet complete.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis on the explanted generator and lead has been completed. During product analysis of the generator, results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. During product analysis of the lead, multiple negative coil discontinuities were identified within the electrode area. Scanning electron microscopy images of the coil broken ends show that pitting or electro-etching conditions have occurred. Secondary breaks of the negative coil were also identified past the electrode bifurcation. However, due to metal dissolution, mechanical distortion and/or surface contamination, the fracture mechanism cannot be determined. The silicon tubing appears to be punctured and has superficial cuts in multiple locations. Kinks in the coil were also identified in multiple locations. Based on the appearance of the returned lead portions, it is believed that the identified punctures, kinks, and superficial cuts were most likely caused during the explant procedure. An abraded opening was identified on the silicone tubing and the negative coil appears to be broken at this location. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portions. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Programming history from two dates was provided to the manufacturer; (B)(6) 2011, the date of the explant. Diagnostics on (B)(6) 2011, did indicate high impedance while generator diagnostics performed after explant revealed that the generator was functioning properly. Attempts for additional information regarding the patient's experiences have been unsuccessful to date.

Event description:
Additional information was received from the patient's parents indicating that prior to the lead revision, the patient was experiencing severe headaches with vomiting multiple times per week. Attempts for additional information are underway.

Event description:
It was reported by the patient's mother that an error message was received during a follow up appointment on (B)(6) 2011. She reported that the patient had not experienced any trauma or device manipulation. However, she did report that the patient has been experiencing a slight increase in auras, below baseline. Follow up with the neurologist revealed that the error message was a high impedance message. The patient was referred to a surgeon. Diagnostics were provided by the surgeon, and the impedance value was found to be approximately 8,000 ohms. The patient underwent revision on (B)(6) 2011, however the explanted products have not yet been returned to the manufacturer.